Event description:
The patient's mother reported the adhesive on the patient's insulin infusion set is not properly adhering. She stated she had to change the patient's infusion set in 2008 and the next day, due to the weather being much warmer and the patient sweating. She said they have tried tegaderm and IV prep wipes. She stated they have been using an insertion aid device and she has been pinching the patient's skin then pressing the button to insert the headset. The patient's mother was advised to set the device on the pt's skin instead of pinching the skin. She was also advised to contact the pt's doctor for suggestions. On follow up, the pt's mother stated the doctor had suggested the pt try a product similar to tegaderm. The pt did not report blood glucose concerns related to this issue. The product was replaced and requested to be returned for eval.